Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire on (B)(6) 2015. Upon removal of the sensor pod, the sensor wire could not be found. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).